Event description:
Manufacturer's ref: # (B)(6).

Manufacturer narrative:
¿The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.¿ it was reported that there was a sound of air leakage from the ventilator. The ventilator was investigated on site by our field service engineer (fse). The nozzle unit was replaced but the fault persisted, the fse solved the issue by replacing the o2 gas module. The defected nozzle unit and the o2 gas module has been returned for further investigation. The returned nozzle unit and the o2 gas module was installed in a ventilator and the machine passed the performed pre-use check without any failure. Our investigation has concluded that the reported problem is confirmed in the provided device logs that the pre-use check failed at the customer site on this date (B)(6) 2021 but passed on the reported event. However, it was not possible to reproduce the issue at the manufacturer site. Therefore, the root cause cannot be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that there was an air leakage inside the ventilator. There was no patient harm. Manufacturer's ref #:(B)(4).